Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of fluid leakage from the catheter was confirmed but the cause is unknown. A single video of the implicated 4fr s/l groshong nxt catheter was returned for evaluation. A functional test of the catheter was conducted where the catheter shaft was compressed between the user¿s fingers near the insertion site as the PICC was flushed. During the functional test, a spraying/dripping leak of a clear fluid was seen emanating from the tubing. The leak was located in the catheter shaft tubing, between the two-piece connector and the insertion site. There were no visible distinguishing features which could aid in identification of a specific root cause. If the physical sample is received at a later date, this investigation will be updated with the relevant information. A review of the manufacture quality and inspection records for the implicated product batch indicated no issues potentially related to product manufacture, assembly, and packaging. Bd appreciates your communicating this circumstance and will record this information as valuable feedback into complaint trending and ongoing quality efforts.

Event description:
It was reported that after puncture was conducted successfully and the extension tube was connected, the catheter leaked liquid from sand holes when drawing blood. The solution is to remove the catheter and unpack a new one for placement.

Event description:
It was reported that after puncture was conducted successfully and the extension tube was connected, the catheter leaked liquid from sand holes when drawing blood. The solution is to remove the catheter and unpack a new one for placement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.